Manufacturer narrative:
Additional information: no product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.

Event description:
It was reported that the distal screw in the femoral head moved back within 9 months of primary surgery.